Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system experienced intermittent tracking with the navigation system being used in the procedure. One of the led trackers on the imaging system was not visible. Troubleshooting determined that the imaging system was the probable cause of the anomaly. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.